Event description:
It was reported that while removing adhesive from the infusion set, the patient pulled the inset infusion set off the needle, consistent with an improper procedure involving the infusion set and cartridge, and the ilet bionic pancreas generated no alerts or alarms. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem with the infusion set component and identified a usage problem consistent with an incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.